Event description:
I have diabetes and I use the dexcom g7 to monitor my blood glucose levels. Over the last couple months I have had several failures with my dexcom g7 transmitters. Each time one of the transmitters fail I go through dexcom customer service, I file a claim, and they replace it. I am at the point where I'm starting to believe that the entire batch of g7 transmitter they sent me our faulty. I have had several failures in less than a month. Although these transmitters are covered by my insurance, they are very expensive and they only ship you enough to get you through a few weeks. Clearly, there's a problem with the manufacturing or the technology with the dexcom g7 for me to have so many sensors fail just in the last two months. I will say that dexcom customer service is very friendly and helpful and they always replace the sensors via mail out. This doesn't negate the fact that these sensors continue to fail with communication and the patient, me, is unable to read my current glucose level. It goes without saying when you're diabetic, you need to know your glucose so you do not go into diabetic distress. It appears dexcom does not allow patients to review their product on the internet. However, after a short review of the internet, it's clear that many people have sensor communication problems with the dexcom g7.